Event description:
A surgeon reported a lens rotated 15 degrees following intraocular lens (iol) implant surgery. He stated the pt is doing well and is satisfied using glasses to correct the residual astigmatism. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause cannot be identified at this time. Additional info was requested 12/13/2011, 12/14/2011, 12/15/2011 and 12/28/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).